Event description:
Complainant alleged that the device failed the 30 joule self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. The device was repaired by a third party and the reported malfunction was isolated the multi-function cable. The cable is not available for evaluation.